Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant the physician had difficulty attempting to place 2 different left ventricular (lv) leads in the proximal branch. The physician decide to use a different lv lead and place it in a larger branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.